Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the load plate and front enclosure. Review of the archive data found multiple user advisory (ua) 16 (timeout moving to take-up position) error message up until the last power date on (B)(6) 2016. The device failed functional testing. Upon powering on the device, ua 16 appeared. Further investigation revealed the brake gap was out of specification. After the brake gap was adjusted, the device passed functional testing with no faults found. In summary, the customer's reported complaint was confirmed during archive and functional testing. The autopulse platform is a reusable device and was manufactured on 10/01/2013. Therefore, this type of complaint is characteristic of normal wear for the life of the device. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The load plate cover and front enclosure were replaced. The platform passed all final testing criteria.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 16 (timeout moving to take-up position) error message. Following the issue, the reporter indicated the lifeband was replaced and adjusted; however, the issue continued. No patient involvement was reported.